Manufacturer narrative:
The initial report, received on (B)(6) 2024, first suggested that a procedure-related event had occurred. In the questionnaire, returned on (B)(6) 2024, the surgeon provided further details of the event and suspected that the "patient may have anaphylactic shock due to bone cement allergy".

Event description:
Reference to internal manufacturer numbers (B)(4): the patient underwent percutaneous vertebroplasty under local anesthesia. After implantation of bone cement, the patient developed pruritus on both hands and feet and was treated with dexamethasone injection 10mg ivd. Intraoperative blood pressure was normal, and postoperative blood pressure was measured as 138/80mmhg. Intraoperative bleeding was about 5ml. When lying flat, skin flushed all over the body, dyspnea, and pruritus on both hands and feet were relieved. Upon return to the ward, bp was 55/33mmhg and o2 was 85%. After oxygen inhalation, anti-allergy and dilatation, the patient has improved and has no other symptoms in the later stage.